Manufacturer narrative:
Qc results were within established ranges. Changed reagent lot resolved the issue. Service was not needed, as this is a reagent issue. Investigation into the root cause of this issue is ongoing.

Event description:
...

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely high rheumatoid factor (rf) results that were generated by the immage 800 immunochemistry system. The erroneous results were reported outside the laboratory. The customer reported that more samples were reading >20 iu/ml using the original reagent lot compared to the previous reagent lots used. It is unknown if patient treatment was affected.